Event description:
On (B)(6) 2015, I had a plif surgery at l4/l5 of my spine using infuse by medtronic (which was used off label and I was told I had no issues). I have had nerve compression caused by bone overgrowths and required two add'l surgeries because of the infuse. It caused daily pain and disability for me. The bone overgrowth went into the foramen below my fusion site as well as above all the way up to the next level on the left side.